Event description:
Spontaneous call from patient who reported that yesterday his pump was beeping with "no disposable" error. He tried trouble shooting and finally just switched to his backup and used a new cassette. He reported the lot for the cassettes is 4163625. Advised him that it is most likely a bad cassette that set off the alarm since there have recently been several reports from other patients with the exact same issue and same lot for the cassettes. Patient stated that he has been experiencing similar pump alarm issues for the last several months and he has had several pump replacements sent to him. Unknown if his doctor is aware. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ongoing? Yes, waiting for replacement cassettes. Reported to (B)(6) by pt/caregiver.